Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that they had an appointment to find out if their machine was still working or if it was defective. Agent transferred patient to bladder/bowel patient services. Patient said that they spoke with their urologist who said they wanted the patient to call [manufacturer] to see if their ins was still working or not. Agent tried clarifying this statement with patient and patient said they didn't know if it was working because it hadn't helped relieve therapy symptoms and they wanted to remove the ins to get a [different manufacturer] device. Patient services reviewed role of patient services and what they could help with over the phone, as well as reviewed role of the manufacturer representative (rep). Patient said they had tried all 7 programs and had increased stimulation on each program. Patient said they had been told they increased stimulation too high sometimes because the stimulation usually ached for 24 hours and then it settled down. Patient said they had been trying to adjust their therapy to the right settings since implant with their previous healthcare provider (hcp). Patient services helped patient connect external equipment to ins and increase stimulation. Patient said they could feel comfortable stimulation in the anus. Patient will monitor symptoms. Patient services emailed field staff to see if they can help patient with custom programming and the rep stated they will contact the patient and hcp.